Event description:
Alleged the head section is drifting and the CPR is not causing it.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.